Event description:
Allegedly, patient has a scheduled revision surgery for (B)(6) 2022. Not known revision causes yet. Original surgery invoice found on (B)(6),2022. Additional information received on (B)(6), 2022 from reporter stating: "the surgeon explained to me that she is keeping the cup and stem and will be converting it to a dual mobility head and liner and while in there changing the ti neck to cobalt chrome neck." Components that will not be revised: 38ha4854 conserve® plus ha cup 48mm ID 54mm od beaded, lot#: 067436643, qty:1 pha00262 profemur® z femoral stem s 2 1/3 tp coated cement less, lot#: 086363061, qty:1